Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Laboratory testing was unable to reproduce the reported clinical observations of noise and oversensing.

Event description:
Guidant (now boston scientific) received information that this implantable cardioverter defibrillator (ICD) oversensed noise through the associated defibrillation lead, resulting in inappropriate tachy detection; no inappropriate therapy occurred. Reported lead measurements were acceptable. Some fine noise was evoked with clinical maneuvers, but it was not oversensed. A technical services consultant explained potential noise sources and made programming recommendations. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.